Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve was explanted after an implant duration of nine (9) years, two (2) months due to unknown reason. The explanted valve was replaced with a 25mm 11060a konect valved conduit. The implantation data card indicated that the patient was taken to recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.